Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was between 40 mg/dl to 50 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. The insulin pump was over delivering insulin. The customer got insulin pump error after performing self test. Customer was able to clear the alarm and rewind the insulin pump. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.